Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a motor error. The customer¿s blood glucose level was unknown at the time of the incident. The customer also reported that the battery life was diminished. Customer states insulin pump rewinds slower than it has in the past. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08750 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The motor functions properly during testing. No drive/motor anomaly or rewind anomaly noted. The motor was tested outside of the device and passed. Device was monitored for 1 day. No charge/battery anomaly, unexpected low battery alarm or unexpected off no power alarm noted. Device uploaded properly using carelink. Device had cracked battery tube threads, cracked reservoir tube lip and a stained end cap sticker. (B)(4).